Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified nor duplicated. The system was found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer ran a quality check and had concerns about the emission of radiation on the system. No pt injury was reported.